Event description:
Electrosurgical handpiece (pencil) fired (activated) on its own, nothing or no one was leaning on button, dr xxxx noticed the electrosurgical pencil spark and immediately picked it up. Electrosurgical pencil was resting on the bowel. A slight burn was noted on the bowel. Dr xxxx examined the bowel and observed a very superficial burn injury noted and over sewed with 3.0 vicryl sutures x3 as precaution which was burned. The electrosurgical pencil and machine were both replaced. There have been no further issues.